Event description:
It was reported that the bd prn adapter 0.1ml experienced leakage during use. The following information was provided by the initial reporter: leakage occurred.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9231561. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Due to current practices being implemented by chinese customs, used medical device cannot be submitted to the manufacturing facility for functional testing. Photographs of the devices were submitted in lieu of the physical device; our evaluation of the photographs found the device to be free of any defect, deformities, or other non conformances. Without the ability to test the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd prn adapter 0.1ml experienced leakage during use. The following information was provided by the initial reporter: leakage occurred.